Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient is experiencing jolts when welding and when turning their ins on and off. The patient owns a fencing business where they do a lot of welding. Since 2005, they have been welding essentially 8 hours a day for 5 days a week. Patients are told not to do arc welding but the patient has and they have some weird side effects. Sometimes when the patient is welding and there hand is on the table, it serves as a ground and he will get a surge from the hand through his body. When they turn their device off, he gets an intense surge similar to when they turn on their device. The patient was seen a week ago and they checked impedances and everything was normal. No further complications were reported or anticipated with this event.